Event description:
Customer reported experiencing intermittent, on-going high blood glucose levels exceeding 600 mg/dl. Cause was not known. No additional information was received regarding any actions taken to resolve the high blood glucose levels, as the customer declined further troubleshooting.